Event description:
The pt presented to the arrythmia device clinic for follow-up evaluation of their ICD. Pt is status/pot a ventricular tachycardia ablation in 08/2004. Device interrogation showed a warning "unexpected device status, charge circuit inactive". Device diagnostics showed 94 episodes of ventricular tachycardia detected, 85 episodes had no therapy delivered, only one shock was delivered on 08/2004 but no subsequent shocks was delivered. Discussed with medtronic technical support who informed the company that the device would not be able to deliver therapies. The pt was admitted and had the ICD system replaced with a completely new system eight days later.